Event description:
The physician was using an endeavor sprint rapid exchange (rx) drug-eluting stent for treatment of a lesion in the mid lad. The lesion was very tortuous, calcified and there was in-stent restenosis of a previously deployed stent present. The device was unable to cross the lesion and during removal the stent became caught. It is reported that the stent possibly got caught on the tip of the guide catheter or on the other previously deployed stent as it was being retracted from the patient. The device was removed from the patient and on removal, the stent was damaged and stretched. The lesion was treated with ballooning. There was no patient injury and no clinical sequelae were reported. The device was inspected prior to use and no abnormalities were noted. Pre-dilation was performed.

Manufacturer narrative:
(B)(4). Results: failure to deliver the stent/stent deformation, very tortuous, calcified lesion, device not received for evaluation. Results: very tortuous, calcified lesion.